Event description:
It was reported that the patient experienced recurring incontinence caused by atrophy with his artificial urinary sphincter (aus). All components were explanted. It was noted that the device was implanted in 2017 and worked great until the patient developed leakage. There was no device performance issue related to this event. The patient is expected to make a full recovery after this surgery.